Event description:
The customer reported having unexplained low blood glucose of 53mg/dl for couple of days, and she has treated with food. Troubleshooting was performed. The programming was correct. The reservoir was showing the same amount of insulin as shown on the status screen. The insulin pump was not exposed to an MRI. Performed the displacement test and passed. During the call the customer mentioned calling the paramedics in two different occasions due to his low blood glucose. The customer stated that the crashed down to around 50-20mg/dl, but he drank juice to increase his glucose level. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.